Event description:
Upon investigating the monitor (sn (B)(4)) of a (B)(6) year old male patient for an unrelated issue, a reportable problem was discovered. Current regulator r84 was defective, causing pulse voltage/pulse current faults.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was producing pulse voltage and pulse current faults. The cause of the pulse voltage and pulse current faults was a defective current regulator (r840). The root cause of the defective resistor could not be positively identified. No adverse event resulted from the defective current regulator.